Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The two 2.0x120, 2.5x120, and 2.0x200 armada devices referenced are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a narrow, heavily calcified posterior tibial artery. Two 2.0x120mm armada 14 percutaneous transluminal angioplasty (pta) balloon catheters, one 2.5x120mm amanda 14 pta balloon catheter and two 2.0x200mm armada 14 pta balloon catheters were all soaked before use. Four of the balloons were successfully advanced without issue and crossed the lesion without application of additional force, however this cannot be verified for the fifth device (2.0x200mm armada 14 bdc). A non-abbott vascular device was used for all inflations and four of the five balloons burst during the first inflation, although this cannot be verified for the fifth device (2.0x200mm armada 14 bdc). The first (2.0x120 mm) burst at 10 bar, the second (2.5x120mm) at 12 bar, the third (2.0x120mm) at 12 bar, the fourth (2.0x200mm) at 10 bar and the fifth (2.0x200mm) at an unknown pressure. Four of the five balloons burst in the same location in the patient anatomy, but this cannot be verified for the fifth device (2.0x200mm armada 14 bdc). A sixth armada 14 pta balloon catheter was then successfully used to treat the lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.